Event description:
The customer reported a cidex spill which occurred when a scope was placed in the olympus dsd scope washer incorrectly and the solution spilled out of the lid. The spill was cleaned up. An asp associate reviewed the msds with the caller. There was no contact with the spill and there were no human reactions due to the spill.

Manufacturer narrative:
Concomitant devices: scope - part and serial #s - unknown. Olympus dsd scope washer - part and serial #s unknown. (B)(4) no code available: disinfectant spill

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review and failure mode effects analysis. Complaint history trending for cidex activated dialdehyde solution was performed and found there is not a significant trend for cidex solution spill. Batch record review of cidex activated dialdehyde solution could not be performed as the lot number is unknown. The fmea (failure mode effects analysis) score is below the threshold relating to the issue of cidex solution spill. There was no product sample returned for investigation. The lot number was not provided for a batch review. The root cause of this report is confirmed an accidental spill at the facility.